Event description:
Provider states that the right motor gearbox will cut out when the consumer hit a threshold and the provider states if he wiggles the wire it will go out or work again.

Manufacturer narrative:
(B)(4).